Event description:
Device was running in pressure control mode, thereafter switched over to manual, then back to pressure control mode: device stopped. According to the anesthetist only the kion display was said to be dark. The main switch was turned from on to standby and back to on again, device worked again. At this time, no diathermy equipment was nearby.